Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 30 mmol/l. Customer stated insulin pump alleging possible under delivery. Customer stated reason for under delivery was when filling tube the units differ before insulin drops. Customer reported insulin exited at the quick release. Customer reported they contact their health care professional regarding the high blood glucose. The reservoir will not be returned for analysis. Unomed inf set.